Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited white foreign material in the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 17 years, since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The foreign material remained in the device, because reprocessing was deviated from instructions for use (IFU). There was no physical damage of the device at where the foreign material remained. However, a root cause could not be identified. The instruction manual states, the detection method associated with the event in "evis exera ii, gif/cf/pcf type 180 series, operation manual chapter 3: preparation and inspection" and preventative measures in "evis exera ii, gif/cf/pcf type 180 series, reprocessing manual chapter 5: reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.